Event description:
Physician's note shows pt received breast implants on 5/16/79. In 8/95, pt had deflation of left implant; therfore, on 9/4/96 pt had excision of the deflated left and intact right implants.

Manufacturer narrative:
Method: 86c dimensional measurement; 86d microscopic examination. Results: 100a loss of shell integrity, envelope slit; 100b crease lines; 100c slight amber color; 100e foreign material; 100h loss of shell integrity, evelope tear. Device 1 of 2 conclusions: 68 foreign material likely residual saline; slit caused by sharp object contact; color within specifications; creases and wear result of folding action in-vivo. Device 2 of 2 conclusions: 68 foreign material likely residual saline; cause of tear undetermined; color within specifications.

Manufacturer narrative:
Method: 86c dimensional measurement; 86d microscopic examination. Results: 100a loss of shell integrity, envelope slit; 100b crease lines; 100c slight amber color; 100e foreign material; 100h loss of shell integrity, envelop tear. Device 1 of 2 conclusions: 68 foreign material likely residual saline; slit caused by sharp object contact; color within specifications; creases and wear result of folding action in-vivo. Device 2 of 2 conclusions: 68 foreign material likely residual saline; cause of tear undetermined; color within specifications.